Event description:
It was reported by service report that the jack is drifting due to a broken/damaged jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.